Event description:
Ous MDR - after an implantation time of about 7 months, an intermittent loss of capture was reported. Threshold and impedance showed normal values. The patient complained about dizziness. Apart from the dizziness reported, no further adverse patient effects have been reported. The device was explanted. No dates were provided for this event.

Manufacturer narrative:
Upon receipt, the pacemaker was visually inspected, revealing no anomalies. In particular the header of the device was analysed. The set screw could be easily screwed in and out, there was no foreign material inside the header bore. All dimensions of the header bore were within the range requested by the is-1 standard specifications. Also the spring element of the pacemaker did not show any deviations. Next, the pacemaker was subjected to an electrical incoming inspection. The pacemaker was interrogated and the pacemaker's memory content was analysed indicating no deviations. The battery was found to be fully charged. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. There was no indication of a device malfunction. Therefore, an additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behaviour. No intermittent or permanent loss of output was present. In summary, the device is fully functional. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.